Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was undergoing an implant heart valve procedure and was sedated. Upon interrogation, the implantable cardioverter defibrillator exhibited atrial oversensing which caused auto mode switch episodes. Also noted was decreased p waves and increased capture thresholds; a chest x-ray revealed no anomalies. No further information was reported.